Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported the patient had a break in aseptic technique described as a touch contamination during peritoneal dialysis (pd) therapy with unknown baxter disposables. The patient was not hospitalized for the event. The patient was treated with unspecified antibiotics. Peritonitis and pd therapy were ongoing. The patient was retrained on proper aseptic technique.